Event description:
It was reported by central sterile that the device was leaking blood and they were unable to get the device clean. There were no adverse consequences or patient involvement related to this case.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated when the investigation is complete.